Manufacturer narrative:
Investigations of the patient's samples were able to reproduce the results obtained by the customer. When treated with a heterophilic antibody blocking tube, there was no evidence of heterophilic antibody interference. Spiking experiments determined the patient's sample contained an interfering factor against a component of the total psa assay. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation did not identify a product issue.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). Samples from the patient were provided for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with elecsys total psa and elecsys free psa on a cobas e 801 analytical unit. This medwatch will apply to the free psa assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the total psa assay. No questionable results were reported outside of the laboratory as the results did not match the patient's clinical diagnosis. The sample resulted in total psa values of 0.10 ng/ml and 0.0972 ng/ml. The sample resulted in free psa values of 0.535 ng/ml and 0.530 ng/ml. The sample was treated with polyethylene glycol (peg) and the tests had a low recovery rate. Dilution studies showed abnormal recovery with the higher dilution ratios. No specific data was provided.